Event description:
During a laparoscopic gyn procedure, the safety shield of the device did not click back into position. Opened another like device to complete the procedure. There was no consequence to the patient.